Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored and that battery compartment was cracked. This report is made based on results of investigation completed on 03/18/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings:visual inspection of the pump found no cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen. All the buttons responded properly. A crack was observed along the battery compartment from the finger pad to the case seal. Unrelated to the display and casing issues, the clip insert was found to have broken and stuck in the u-grove. (B)(6).